Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The patient was seen in clinic; no changes or interventions were reported. There were no patient consequences.